Event description:
It was reported that during the phtoselective vaporization of the prostate procedure, when the fiber was inserted everything appeared to be fine. When the physician went to vaporize the tissue using the fiber, it was found that the fiber was forward firing and it was not very strong. The physician removed the scope and fiber from the patient to ensure there was no human error. He also ensured the irrigation was working properly. It was noted that there were no stones present in the prostate and no courtesy error messages were received. The fiber tip was still intact. He then tried to vaporize the tissue using the fiber again. However, the same device issue occurred. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.